Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed and found residue on the light engine glass rod assembly. The reported malfunction was not observed during functional evaluation. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event potentially include a mismatched or damp light cable. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future occurrence of the reported event. A complaint history review concluded this was a repeat issue. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during previous arthroscopic surgeries, the light source suddenly went off. After troubleshooting was conducted, the entire system was turned off including the "lens integrated system" and started it all up again. Although the surgery was not significantly delayed, it is unknown if a back-up device was available to complete the procedure. No patient injuries or other complications were reported.